Event description:
Reportable based on device analysis completed on 09-oct-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left circumflex artery. Following pre-dilatation, a 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage. It was further reported that the hypotube broke outside the patient's body when the device was moved back and forth.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Mid-section to distal end of stent noted to be damaged with struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 5.8 cm distal to the distal end of the strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Mid-section to distal end of stent noted to be damaged with struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 5.8 cm distal to the distal end of the strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-oct-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left circumflex artery. Following pre-dilatation, a 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.